Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer did not have a method of backup insulin therapy and declined follow-up to ensure backup therapy was obtained. There was no impact to the customer¿s blood glucose.